Event description:
On (B)(6) 2021, neotract was made aware of a patient taking anticoagulation medication who underwent a prostatic urethral lift (pul) procedure. It was reported that two of the deployed implants did not fully tension leaving excess suture in the urethra causing bleeding and clots. Additional information received on (B)(6) 2021 stated that the physician had attempted to remove the excess suture during the treatment but felt that removal may cause significant bleeding. As a result, the patient was held overnight in the hospital and taken to the or the next day, where the physician used a resectoscope with laser to cut the suture. On (B)(6) 2021, the patient presented for follow up experiencing pain and mildly improved hematuria. No further information is available for the condition of the patient.